Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed product related. Isi requested the customer return the suction irrigator for failure analysis testing, but the product has not been received as of the date of this report. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This event is being reported due to the following conclusion: it was reported that the customer was unaware that the suction irrigator was stuck on and unintentionally removing insufflation from the patient. The procedure was converted to laparoscopic surgery to continue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, insufflation was lost from the surgical field. The customer called technical support and stated that they lost insufflation and converted to a laparoscopic procedure. After converting, the customer found the da vinci suction irrigator to have a button stuck causing it to suction unintentionally; the customer reported this suction removed the insufflation from the surgical field. It is unknown what surgical task was being performed at the time the reported complication occurred. The surgeon reported that no new ports were added and the original port incisions were not made larger for the conversion. Furthermore, there was no leak on the cannula of the suction irrigator instrument. The instrument was not inspected prior to use as it was brand new from box. It was noted that the suction irrigator was used for about 10 minutes prior to the event's occurrence and air was lost from the suction irrigator resulting in loss of insufflation in less than three minutes. There was about a 20 minute delay in procedure time, however there was no injury to patient or fragment fall into patient.